Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis investigation was able to confirm/reproduce the reported complaint. The instrument was found to have a broken molded insulator of the grip tips at the distal end. The broken pieces approximately 0.118" x 0.337 in size were returned. Root cause of this failure is attributed to manufacturing. A review of the instrument log for the force bipolar instrument (part # 471405-06/ lot # n10210125-0165) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2021 on system sk2159. The alleged event occurred on the 2nd use of the instrument. A review of the site's complaint history does not show any additional complaints for this product. No image or procedure video was provided for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted cholecystectomy surgical procedure, it was alleged that a fragment from the force bipolar instrument broke off inside the patient. The fragment was retrieved during the same procedure. There was no report of any patient harm, adverse outcome, or injury. However, unintended fragments falling inside the patient may require surgical intervention, contributing to an adverse event.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, a fragment from the force bipolar instrument broke off and fell inside the patient. The fragment was retrieved during the same procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple attempts to contact the customer, but was unable to obtain any additional information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1: b1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.